Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that two weeks post-implant, the patient went to the clinic to perform the first remote monitoring transmission. The transmission time was logged on the home monitor as (B)(6) 1994. A second transmission was attempted but the device appeared unable to communicate with the home monitor. The device remains in use. No patient complications have been reported as a result of this event.